Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found worn, melted, peeling off, and lifted up from the jaw exposing metal. The distal end of the device was inspected under a microscope and found charred marks on the probe unit. The jaw and probe were found misaligned. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a sentinel node biopsy procedure, the teflon pad peeled off exposing metal. No device fragment fell inside the patient. The event occurred in the middle of the procedure while the performing a cut using the device. It was reported that no device fragment fell inside the patient. There was no medical or surgical intervention required. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed with another thunderbeat device. There was no patient injury reported.